Manufacturer narrative:
The customer stated that there was a sampling alarm on the ureal result on the initial run but there were no alarms on the ise results. The investigation could not determine the cause. A product problem was not identified. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable ise indirect na and k for gen.2 result for 1 patient tested on a cobas 6000 c (501) module. The initial sodium result was 159 mmol/l with a repeat result of 145 mmol/l. The initial potassium result was 4.90 mmol/l with a repeat result of 4.46 mmol/l. The results in question were not reported outside of the laboratory. The sodium and potassium electrode lot information was requested but was not provided.